Manufacturer narrative:
The reported event of heat was not duplicated during the functional evaluation. Upon disassembly, the technician found the rotor assembly was damaged and/or corroded. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
The customer reported that the device was overheating. No additional event details were available.

Event description:
The customer reported that the device was overheating. No additional event details were available.